Manufacturer narrative:
Correction: the correct brand name is nucleus freedom implant with contour advance electrode; not nucleus 24 contour advance as previously reported. Device analysis report attached. This report is submitted on may 08, 2024.

Manufacturer narrative:
This report is submitted on june 18, 2019.

Event description:
Per the clinic, the patient experienced skinflap breakdown. After being treated with antibiotics (type and date not reported), the symptom was not resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.